Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote emitted an error 1 message at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings:animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. During testing, the meter was powered on and immediately emitted an error 1 alarm. A review of this alarm indicated a data corruption issue. A review of the meter history also indicated an error 1 alarm occurring related to a stuck key. The error 1 alarm could not be cleared and further exercising of the meter could not be completed.